Event description:
It was reported that the left calf upright housing push button was getting stuck in the unlock position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to make repair.